Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored atrial fibrillation (af)/atrial flutter events. Boston scientific technical services (ts) was consulted and discussed that undersensing was noted on the atrial channel that resulted in over pacing. Low amplitude was observed as well. No adverse patient effects were reported. At this time, this device system remains in service.